Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia while on pump therapy. Reportedly, the patient had blood glucose (bg) reading of 400 mg/dl with symptom of extreme drowsiness and feeling irritable. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal deliveries were correct and as programmed. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged delivery issue of unknown cause.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box showed an unexplained reboot on (B)(6) 2014 at 22:04; deliveries resumed on (B)(6) 2014 at 14:23. The last bolus delivery occurred on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. An ezbg and an ezcarb bolus were manually calculated and the pump correctly calculated the same number of units. The pump¿s bolus calculation feature was found to be functioning properly. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.